Manufacturer narrative:
Investigation results completed on a smiths medical ventilator. The complaint of hearing noise for blockage and possible high pressure was not validated. When evaluation and testing was done to duplicate event, this could not be verified. As preventative measures , the flow block assembly will be replaced. Unknown what was cause of event. Device arrived in good condition. After preventative repairs, the device passed all testing.

Event description:
Information received a smiths medical ventilators/pneupac ventilators reported " starting giving noise for blockage, possible high pressure.' This was reported with patient on device but no patient adverse events were reported.